Event description:
It was reported that this patient experienced inappropriate shocks due to a possible lead fracture. The patients system was replaced on (B)(6) 2012. There is no other information at this time. The file will be updated when additional information is received.